Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in injection site with a bd pen ndl¿ 31g 8mm. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported: after his injection, the patient end of pen needle stayed in his injection site. Stated, needle separated from the hub. He was able to remove needle from his injection site with tweezers.

Event description:
It was reported that the needle broke off in injection site with a bd pen ndl¿ 31g 8mm. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported: after his injection, the patient end of pen needle stayed in his injection site. Stated, needle separated from the hub. He was able to remove needle from his injection site with tweezers.

Manufacturer narrative:
H.6 investigation: no samples (including photos) were returned as of (b0(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned h3 other text : see h.10